Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore tubing was cracked. The following information was provided by the initial reporter: during the use of the product, the tubing connected to the joint was partially cracked.

Manufacturer narrative:
H6: investigation summary: bd received one sample submitted for evaluation. The reported issue was confirmed upon visual inspection by a quality engineer. Bd determined a probable root cause of the failure to be the current design of the device. The current design has a weak point for torque resistance and the crack was found in that area. Our supplier has proposed a new design to solve this flaw. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. This failure mode is not within our risk documentation since it cannot be replicated in our manufacturing process, as well as our supplier¿s process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore tubing was cracked. The following information was provided by the initial reporter: during the use of the product, the tubing connected to the joint was partially cracked.